Event description:
Customer reported collimator errors on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced unk parts. System operates as intended.